Event description:
It was reported while testing with bd sars-cov-2/flu for bd max¿ system false positive results occurred. This occurred three times. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: jagged curves results in false positive results.

Manufacturer narrative:
There is no 510(k) for this device as it is eua. (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing with bd sars-cov-2/flu for bd max¿ system false positive results occurred. This occurred three times. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: jagged curves results in false positive results.

Manufacturer narrative:
This MDR should be considered cancelled. This issue was captured under the instrument under a separate complaint.